Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen was difficult to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/24/2013 device evaluation: the device has been returned and evaluated by product analysis on 10/15/2013 with the following findings:the pump powered on and there are discolored lines going through the lines. No moisture seen from the outside of the pump. Performed the leak test and found a keypad leak. Opened the pump case and found evidence of moisture inside of the pump case. The keypad symbols were worn. The display lens was scratched.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.